Event description:
A surgeon reports that he examined an intraocular lens (iol) prior to insertion and confirmed that it was free of defects. After insertion, he noticed haptic damage at the haptic/optic junction. In the process of removing the iol, an iol fragment fell into the vitreous. The surgeon successfully implanted an anterior chamber lens and the pt was referred to a vitreoretinal specialist. The specialist removed the retained iol fragment and the pt's current visual 20/20 to 20/30.